Event description:
The biomedical engineer reported that during preventive maintenance, the unit was found to need a new battery. There was no patient involvement when the issue occurred. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the biomedical engineer reported that during preventive maintenance, the unit was found to need a new battery. The biomedical engineer replaced the battery to resolve the issue.